Event description:
It was reported through follow-up with the clinic, that the implantable pulse generator (ipg) experienced premature battery depletion. The clinic staff also indicated that patient was an engineer and had somehow manipulated their device which resulted in shortness of the device battery life. No further details were available. The ipg was removed and replaced. It was further reported that the right atrial (ra) lead had become detached and "it was flopping around the heart". The lead also had higher impedances than usual which was causing the declining battery life. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-58 lead implanted (B)(6) 2017; 5867as adaptor implanted (B)(6) 2017 .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.